Event description:
It was reported that, "patient presented with thigh pain. Surgeon after reviewing x rays felt there was aseptic loosening."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.